Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch meter read inaccurately. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. It is not known when the alleged issue began. The reporter did not specify results obtained with the subject meter. It is not known how the patient manages his diabetes or if he made changes to his usual management routine. At an unknown time, the reporter claims the patient went into a "diabetic coma." The reporter alleged the patient received treatment from a health care professional (hcp) but did not specify treatment. The cca was not able to resolve the alleged issue with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury due to the alleged issue.